Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Returned product analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection occurred. It was further reported that there was also endocarditis. The entire implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.